Event description:
Needle broke off during use. Customer went to hosptial and had an x-ray, ultrasound and tomography. Surgery was performed and the needle fragment was removed.

Manufacturer narrative:
No product is return to date. Complaint history check yielded one other complaints from the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.